Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend summary confirmed: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 3069288: - (B)(4): capsular contracture. Device not returned to device analysis. - (B)(4): a25 no apparent adverse event. Device not returned to device analysis. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure revision 6.0 the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture and a010402 migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "rupture, lumps down into her waist and growing area and they found silicone" diagnosed via ultra sound. This record is for the right side. The device remains implanted.